Event description:
It was reported that prior to starting a da vinci si surgical procedure, a loose wire was noticed on the cobra grasper instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one grip close cable being broken at the distal idlers. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at the wrist. Other cables at the wrist are not damaged. There are 9 uses left. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.